Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device had a shock failure error. The asp evaluated the device on site and determined this was a malfunction of the therapy capacitor and therapy printed circuit assembly (pca). The asp ordered a replacement therapy capacitor and therapy pca to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca and therapy capacitor. The reported problem was confirmed. The asp ordered a replacement therapy capacitor and therapy pca to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.